Event description:
A customer obtained an elevated troponin (accu tni) result, above the ami cut-off, for one patient which did not match the patient's clinical picture. The initial result was 3.26 ng/ml and was not reported out of the lab. The patient's sample was repeated on a different instrument and an elevated accu tni result was duplicated. The exact value obtained was not supplied. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected in bd sst tubes and centrifuged at 3,000 rpm for 10 minutes. Qc resulted within specifications prior to and after the event. Samples from the patient were tested by beckman coulter, and no interference was detected. On a recur event, a cardiac catheterization procedure may be performed based on the elevated result. This procedure will have a potential health risk to the patient. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.